Manufacturer narrative:
(B)(4). Date sent: 06/16/2025. Corrected data: h6 (type of investigation). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore, it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 05/28/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: were there any other problems observed with the staple line besides bleeding (malformed staples, staples missing from the staple line, etc.)? No. How was the bleeding controlled? Sutures and hemostasis with gauze. How much blood was lost (ml)? Not informed. Did the patient need a transfusion? No. Were there any consequences or changes in the patient's postoperative care as a result of the event? (Prolonged hospitalization, readmission, reoperation, etc.) No. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastroplasty procedure, it was observed that the stapling line presented continuous bleeding, with jets of blood after the gastric pouch was created by the device. It was necessary to perform abdominal washing to identify the location of the bleeding more clearly, and subsequently, reinforcement sutures were placed on the pouch and the excluded stomach to contain the bleeding. There was a delay of 40 minutes to complete the procedure successfully. There were no adverse patient consequences reported. Additional information requested.